Event description:
The lesion was in left superficial femoral artery (sfa). It was 75% of stenosis with severe calcification. The physician applied the angiosculpt 4.0x20mm for the lesion and inflated it at 10 atmospheres as first dilation. During the dilation, the balloon showed a dog bone-like shaped inflation in the lesion (so called a dog bone phenomenon). The physician continued dilation using the angiosculpt at 6 and 4 atmospheres as the second and third dilation respectively. In spite of these inflations, the residual stenosis still existed in the lesion. Thus, he retrieved the angiosculpt from the artery. After the retrieval of the angiosculpt, an uneven spacing between the scoring element struts was observed. The procedure was conducted by 3.0x20mm of jackal otw (kaneka medix) as an alternative balloon catheter and finished successfully.

Manufacturer narrative:
Results: visual examination of the returned catheter found peeling of the distal bond material. Also, it was observed that two (2) inner leaflets at the distal bond were not present. Performance testing of the returned catheter resulted in the following observations at varying inflation pressures: bowing of the balloon, uneven spacing between scoring element struts, lifting of the scoring element ring attachment, and leakage at the distal end and proximal end of the guide wire lumen. This is the first observed occurrence of this type. Location of the detached inner leaflets at the distal bond is unk. The detached leaflets were discovered during device eval and was not reported by the customer. Retained device components is a potential adverse effect of percutaneous transluminal angioplasty procedures and is listed in the angiosculpt device IFU. However, in this event, the procedure was concluded with no pt adverse outcome.